Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating sensor issues at night. The customer states they do not use sensors anymore because they alarm too much at night. The customer's blood glucose was 35 mg/dl at the time of the incident. The customer was assisted with troubleshooting and was informed that their sensors needed to be replaced due to the inaccuracies. The customer was sent a replacement sensor.